Manufacturer narrative:
(B)(4). The actual device involved in this incident is in the process of being evaluated. A follow up medwatch report will be submitted upon completion of the evaluation. A batch review has been requested from the manufacturing facility. A follow up medwatch report will be submitted upon completion of the batch review.

Event description:
Baxter-(B)(4) received a report from a sales representative involving a device observed to have infused its contents in 5 days instead of the expected 7 days during patient use. On (B)(6) 2007, the pump was filled with 3150 mg 5-fu and nacl 0.9 percent for a total fill volume of 260ml. No information about a patient injury or a medical intervention was obtained.